Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the event data, it was determined that the centralink data management system performed according to specifications. The system transmitted the manually validated result to the lis. The cause of the hcg result being interpreted as 'zero' by the lis is related to the configuration of the lis, which is not a siemens system. This system is performing according to specifications. No further evaluation of this system is required.

Event description:
The customer contacted the siemens technical solutions center (tsc) because a human chorionic gonadotropin (hcg) result was interpreted by their laboratory information system (lis) incorrectly after being edited in the siemens centralink data management system. The sample tested for hcg had resulted above the assay range and the centralink data management system could not interpret the result. The operator saw that there was not a numerical result in the centralink data management system and edited the result field to a result with a decimal point. The operator validated the result, which was then transmitted to the lis and interpreted as 'zero' by the lis. The result of 'zero' was not reported to the physician(s). The operator discovered the error because the sample was diluted and tested, resulting with a numerical value. There are no known reports of patient intervention or adverse health consequences due to the edited hcg result being interpreted by the lis as 'zero' after being transmitted by the centralink data management system.